Event description:
It was reported that the relion® insulin syringe experienced insufficient cannula length. The following information was provided by the initial reporter: consumer reported that there are different size syringes mixed in each bag. Consumer stated that some of the needles appear to be shorter than others. The lot # and product information is the same on the bags and on the box.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1116744. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe experienced insufficient cannula length. The following information was provided by the initial reporter: consumer reported that there are different size syringes mixed in each bag. Consumer stated that some of the needles appear to be shorter than others. The lot # and product information is the same on the bags and on the box.